Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as raw and painful under breast area from garment digging in. There was no alleged device malfunction contributing to the rash. The patient¿s physician requested that zoll remeasure patient¿s garment size and provide new garments for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Not applicable.